Manufacturer narrative:
The manufacturer did not receive devices as they have been scrapped. One x-rays, one picture and op-notes were received and will be reviewed within the investigation.where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox® delta head, 12/14, 32 x +3.5 on a (B)(6)2015 on the right side. It was reported that the patient had a fall and fractured her right femur on (B)(6) 2015. A revision surgery was performed on (B)(6) 2015; the head and stem were removed.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. A technical investigation was not possible to be performed, as the device was not at hand for investigation. Review of incoming information: it was reported that a patient had periprosthetic bone fracture after having fallen on ground. One x-rays was available for investigation, showing the fracture of the femur at level of lesser trochanter. No signs of osteolysis or loosening. One picture of the explanted femur and head show that the head is intact. No other conspicuous information available. Revision report date: (B)(6) 2015: (B)(6) female patient was revised due to periprosthetic fracture in the right hip with subsidence which occured after falling in bathroom. General patient history does not reveal any anormality. Patient underwent to periprosthetic bone fracture at level of lesser trochanter. The ceramic ball head which was explanted was not directly involved in the event. However, all possible causes related to the issues reported are listed in the appropriate dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).